Manufacturer narrative:
The received device had the cannula and needle not deployed. The pod chassis was incorrectly installed in the bottom housing, causing the formed needle to deploy into the bottom housing; this prevented the needle mechanism from deploying as intended. Inspection of the fluid path found no leaks or tears in the soft cannula. Corrosion was observed on the pcb assembly and batteries, which were found to have insufficient voltage. A rotational sensor error was observed in the download data. Inspection of the device found no other damages during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.